Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. There was no reported patient injury. The exoseal was used as per the instructions for use (IFU). This was a percutaneous coronary intervention (pci) case. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Without the return of the device and with no images, the cause for the reported event cannot be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color, and it came out. There was no reported patient injury. The exoseal was used as per the instructions for use (IFU). This was a percutaneous coronary intervention (pci) case. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Correction h6 device not returned.